Manufacturer narrative:
The device and event pertaining to this report was initially reported under MFR report number 1627487-2019-04939. Further device information was gathered upon receiving the device. Therefore, the correct MFR report number is listed on this report. From this point on, any information pertaining to MFR report number 1627487-2019-04939 will be reported under the MFR report number of this report.

Event description:
See additional manufacturer narrative.

Event description:
Follow-up revealed surgical intervention addressed the patent's issue.